Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. No returned sample was received for evaluation; however, a photograph of the dressing was provided. A review of the photograph confirmed the dressing had been sealed into the packaging weld. A review of the device history (batch) record was performed and no discrepancies were noted. A non-conformance and CAPA have been opened to investigate this issue further. This complaint will remain open pending completion of the CAPA. Reported to the FDA on october 27, 2015. (B)(4).

Event description:
It was reported that the dressing was press-fit together within the primary pack seam; thus the dressing was changed. No patient complications were reported as a result of this event.